Event description:
During follow-up, the device was found in back-up mode due to low battery voltage. Premature battery depletion was suspected. Device replacement was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in backup mode and the battery voltage was at its elective replacement indicator (eri). Analysis of device image indicated that the device reverted to backup operation due to a transient non-maskable interruption (nmi) reset from low battery voltage fluctuation because of an increase of pacing demand. Electrical test results indicated normal eri pacer functionality. A longevity assessment was performed and based on field parameters it was determined that the device has met its projected longevity.

Event description:
It was reported that the device was explanted and replaced.